Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation, but was returned to olympus service operation repair center (sorc). Sorc identified the cause of the reported phenomenon as the control board inside the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was caused by an accidental failure.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device displayed or did not display image at startup of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d4, d5, d8. Correction to g3 of the initial medwatch. The aware date should be 01-may-2020. Olympus will continue to monitor the field performance of this device.